Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ratio pump was leaking the alkaline buffer in the unicel dxc 600i synchron access clinical system. The customer also received cta motion error on the instrument (motor over-current exceeded and autoloader position) prior to discovering the leak. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.

Manufacturer narrative:
A field service engineer (fse) was dispatched and noticed a loose connection on the alkaline buffer debubbler where the leak was coming from. The fse also cleared the cta over-current error message and the issues were resolved.